Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, raw, and like a broken blister. It was reported the patient had sensitive skin and known allergies. The patient reported having fibromyalgia. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to her heart doctor about the irritation but there is no indication that the patient received medical intervention. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, raw, and like a broken blister. It was reported the patient had sensitive skin and known allergies. The patient reported having fibromyalgia. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to her heart doctor about the irritation but there is no indication that the patient received medical intervention. The medical outcome is unknown. Supplemental report 10/04/2021: submitting report to correct section g4.